Event description:
It was reported that the pump was interrogated at implant and it showed an error because a motor stall occurred on (B)(6) 2012 and recovered on (B)(6) 2012. A functional test was performed by delivering a sterile bolus on the table showed the pump was working and the pump catheter was open. The patient had a good therapy outcome. As of (B)(6) 2012 the pump was still performing ¿ok.¿ the pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).